Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose reaching 330 mg/dl after a meal despite a meal announcement, without occlusion or other pump alarms, while using a steel cannula infusion set; a system check showed no visible leaks during a tubing fill, and a full supply change was completed after the user accidentally broke the cartridge and then resumed insulin delivery. Symptoms included no reported clinical symptoms beyond elevated glucose. Outcomes included no need for outside assistance and no medical intervention. Investigation included customer-guided troubleshooting of the infusion system, visual inspection for leaks, tubing fill to assess flow, and completion of a full supply change. Investigation of this case revealed no device malfunctions observed during troubleshooting and no leaks detected, with hyperglycemia resolving after a supply change, leaving the cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.